Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-procedure check, this right ventricular (rv) lead exhibited loss of capture at maximum outputs. The rv lead also had low sensing. The physician suspected that the lead had poor contact with the patient's tissue, so a revision procedure was scheduled. At this time, the rv lead remains in service, but the lead was repositioned successfully. No additional adverse patient effects were reported.